Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
It was reported that during dilatation in a superficial femoral artery, the balloon ruptured at 12atms, when inflated for the second time. The lesion was dilated with a different catheter at 15atms. There was no patient injury. No additional information available.